Event description:
It was reported that there was an ongoing issue of a damaged pump usb port which caused customer to change out charging cable. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.